Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when inserting discs into the compact disc (cd) drive, the exam quality was very poor and sometimes came across as a "gray/white box." Downloading via the network, caused no issues with the exam and quality was great. There was no patient involvement.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Further troubleshooting was performed, technical services (ts) walked the field representative (rep) through the 2d and 3d image quality, white images, and block 3d model article. After redownloading the exam and thresholding the 3d model, the issue was resolved.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734699, serial/lot #: unknown. H2) please see the additional codes section for the updated annex g code and section b5. For additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.